Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient states that his power source will flip to the other one while the battery still shows 3 bars of power. He states that it happens when he is using one particular battery. While in clinic, the controller was examined. Power ports were intact and not loose or wiggly and ports are clean inside and pins are intact. Outer parts of the controller were dusty and were cleaned off. The battery was replaced. There was no impact to the patient.

Manufacturer narrative:
There were no further reports of power switching after the battery was replaced. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving battery (B)(4). Analysis of the battery revealed that the device passed visual examination and functional testing. The reported event could not be confirmed during testing. An internal investigation has been opened to evaluate communication errors and implement corrective actions as required. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.